Manufacturer narrative:
H6: investigation summary: two primary sets, model 2426-0500, were received by the customer for investigation. The first sample retained biohazardous even after the decontamination process, so a full investigation could not be performed. Upon visual inspection, it could be observed that the set's second smartsite needleless connectors was disconnected from the tubing. No other defects were observed. The customer's complaint that tubing separated and leaked was verified. The root cause could not be determined. The second returned sample was not used with chemo, so a full investigation could be performed. Upon visual inspection, it could be observed that the drip chamber was disconnected from the tubing. The customer's complaint that tubing separated and leaked was verified. Several plastic fragments were also observed within the drip chamber. A device history record review could not be performed on model 2426-0500 because a lot number was not provided by the customer. Visual inspection under magnification was performed on both the internal and external tubing engagement components. It could be identified that the solvent had not been properly applied to the tubing during the assembly process. Performing an analysis on the plastic fragments in the drip chamber, nothing was found in the production lines that could cause this type of contamination. This was most likely caused by supplier molding of some kind of burr. The supplier has been notified of this defect. H3 other text : see h.10.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing separated and leaked on 2 occasions. The following information was provided by the initial reporter: material no: 2426-0500 , batch no: unknown. It was reported that 2 more sets of tubing separated and leaked.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing separated and leaked on 2 occasions. The following information was provided by the initial reporter: material no: 2426-0500, batch no: unknown . It was reported that 2 more sets of tubing separated and leaked.